Manufacturer narrative:
(B)(4).

Event description:
Patient's grandfather contacted dexcom on 04/25/2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient's grandfather was advised to forget all transmitters in the bluetooth settings, remove all bluetooth devices from immediate area, restart the smart device, close additional background applications running in the background and start the dexcom application, choosing the "pair new" options to start pairing. The patient verified that the smart device was able to pair without any issues. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/19/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.